Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for two patient samples from the cobas 6000 c 501 module. Patient 1 initial gluc3 glucose hk gen.2 result for a csf sample tested in a sample cup was 0.11 mmol/l. The sample was repeated with results of 4.14 mmol/l and 4.19 mmol/l. On (B)(6) 2018 patient 2 initial bilt3 bilirubin total gen.3 result was 0.9 "mo"/l when tested in a microcup. The repeat results were 1.8 mol/l and 238.4 mol/l. This patient was a male neonate. The erroneous results were not reported outside of the laboratory there was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.